Manufacturer narrative:
Device evaluation: one smiths medical ms3 pump was returned for analysis in a good condition. During analysis, the customer's stated problem was able to be verified. Inspected the pump and performed functional tests, the pump was found to be asking for security code and the event history log showed that it has lost its programming. Further investigation of the pump determined that the microprocessor board was corrupted and was the root cause of the issue. Service replaced the microprocessor board to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Reported to smiths medical company a cadd ms 3 pump lost is programming. The consumer of the pump was trying program and set the time, when the pump was asking for a security code. The consumer was advised a new device is needed. No patient injury or adverse event, as this occurred prior to use and consumer has a back up device to use in the interim.